Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the mustang was returned for analysis. Visual examination identified the proximal markerband was missing from the shaft and the balloon had been inflated (not refolded). It is not known when the balloon was subjected to positive pressure. The balloon was dissected to view the inner shaft and it was confirmed that the proximal markerband was missing from the inner shaft. A visual and tactile examination identified no kinks or damage to the shaft and tip.

Event description:
It was reported that missing proximal marker occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild calcified vessel below the knee. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, when the balloon was inserted, it was confirmed that there was no proximal marker under fluoroscopy. The inflation itself could be performed without any problem. The procedure was completed using this device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that missing proximal marker occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild calcified vessel below the knee. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, when the balloon was inserted, it was confirmed that there was no proximal marker under fluoroscopy. The inflation itself could be performed without any problem. The procedure was completed using this device. No patient complications reported.